Event description:
It was reported to physio-control that the customer's device did not provide a defibrillation shock during the resuscitation of a patient. The device charged defibrillation energy but when the shock button on the hard paddles was pressed, no defibrillation shock was delivered to the patient. CPR was restarted and a back-up device was then used after 3-4 minutes. A defibrillation shock was reported to have been delivered to the patient with the back-up device. Twice more the patient went into ventricular fibrillation and both times a defibrillation shock was delivered. The last defibrillation shock that was delivered to the patient was followed by a definitive asystole. After approximately 45 minutes of resuscitation efforts, the patient was pronounced deceased.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. It was observed that one of the connector pins from the therapy connector of the hard paddles assembly had broken off and was stuck in the device's therapy connector. Therefore it was not possible to deliver a defibrillation shock with the hard paddles. The third-party service agent then replaced the therapy connector on the device and the hard paddles assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use. Physio-control performed a clinical review of the reported event and observed that the attending physician (who also responded to the patient event) reported that the patient had severe coronary disease and multiple areas of heart muscle necrosis which likely caused the vf and was responsible for the evolution of the event and outcome.